Event description:
Additional information received reported that the manufacturer's representative met with the patient and reprogrammed the patient¿s device. The patient said it was better and would see how he did. The stimulation was covering his area of intense back pain. The manufacturer's representative also provided the patient with an hd setting to try. The patient would meet with the physician if the reprogramming did not help to his satisfaction.

Event description:
It was reported that the ¿pump had not been working¿ for about three weeks. The implantable neurostimulator (ins) was "not working," but the caller was not sure if the patient forgot how to use as the patient had ¿cognitive issues.¿ this could be a user issue (forgot how to use). However, the caller was not sure, and the family members were not sure either. The caller stated that they had contacted the manufacturer's representative on (B)(6) 2014 but had not heard back. The caller had no further history (hx). Based on device registry, the patient did not have a pump, but had a spinal cord stimulation (scs) system. Later, the caller noted she was able to get hold of a rep. The manufacturer's representative would reach out to the patient¿s family. As of (B)(6) 2015, they were still trying to get in touch with the patient and family. Nothing had happened yet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type programmer, patient product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).